Event description:
One patient sample with discrepant results for cea. Initial result gave 151.3 ng/ml. Sample repeated in 2008, giving 3.06 ng/ml. If additional information is received, appropriate notification will be provided.